Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -12.0/1.0/89 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens explanted due to the patient complained of eye distension and demanded to remove the lens. It was noted "the examination results were normal". The cause of the event was reported as a patient related factor. The problem was resolved.